Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00727391 case subject: npi 8015 error 120.4610 account name: seven rivers regional medical center account #: 1435850 asset name: 8015ls v9.12.40 pcu dom a/b/g asset location: contact: rick peruche contact email: ricky.peruche@sevenriversregional.com contact phone: 352-795-6560 contact mobile: patient or user involvement: no patient or user harm: no case description: rick had error 120.4610 on pcu8015. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: ricky had a third party battery on the pcu. Ricky replaced a new battery (manufacture approved battery) and ran a test on the pcu. The issue was corrected. He confirmed no error on the unit. Ref:_00d30y0yr._5000l1jp1s7:ref